Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was experiencing pain. Upon examination, it was noted that the stem position had changed. The patient was revised.